Event description:
It was reported that the pt experienced withdrawal symptoms. The pump and the catheter were replaced. No pt symptoms or outcome were reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.